Event description:
This spontaneous report was received from a (B)(6) year old female patient reporting on herself from the united states (B)(6). The patient's weight was 140 pounds. The patient's medical history and concurrent conditions included an unspecified "heart thing" and lower back pain. The patient was treated with precise pain relieving heat patch, topically, twice, initiated on (B)(6) 2011 to (B)(6) 2011 for lower back pain. Concomitant medications included metoprolol succinate and acetylsalicylic acid for cardiac health. On (B)(6) 2011, the patient applied one patch to her lower back. After removing the patch several hours later, she experienced a red area where a thin layer of skin was removed. On (B)(6) 2011, the patient applied another patch to her lower back but in a different area. According to the patient, she kept the patch on overnight and when she removed it in the morning she developed three small red spots where that patch had been. The patient did not treat the area. On an unspecified date, the patient reported that the area where the skin was removed was "looking better." According to the patient, she was not aware of the labeling warnings, as the print was "so small" and she had a hard time reading it. Action taken with the patch was withdrawn. The patient outcome was recovering. This report was serious (medically significant).